Manufacturer narrative:
H.3, h.6: the complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
As initially reported by a healthcare professional, the consumer wore the study lenses for two weeks at the time of the visit and was observed to have a right eye central corneal opacity approximately 0.1 mm in diameter. At follow up, the opacity appeared smaller and fainter. During the most recent follow up visit, the ocular signs had further reduced. The consumer¿s current eye status was reported as symptoms resolved at the time of this report. Additional information has been requested but not yet received at the time of this report.

Event description:
Additional follow-up information received, indicated that the pre-existing inactive peripheral scars did not worsen or improve with lens use. No additional information was available at the time of this report.

Manufacturer narrative:
B5 and b7 fields updated. H.3, h.6: the actual complaint product was not returned for evaluation. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. No complaint or manufacturing trend was identified. The root cause could not be determined.